Manufacturer narrative:
The customer returned the bml-v442qr-30 single use mechanical lithotriptor v (lot 91k) for evaluation. A visual inspection was performed on the received device and found the insertion portion torn and separated near the middle section. The sheath near the torn section of the insertion portion is missing a piece (approximately 15mm), which was not returned for evaluation the sheath was also broken, and the internal wires and components have become frayed. Additionally, there are buckles, cuts and peeling on the sheath. Foreign material was noted near the distal end portion of the device, which indicates that the device has been used. The damage to the insertion portion and sheath is likely due to mishandling, by way of excessive force during handling of the device. The IFU states the following, ¿do not forcibly push or pull the sheath or the bml handle during lithotripsy. Perforation, bleeding or mucous membrane damage could result. It may also damage the endoscope and/or the guidewire and/or the instrument.¿

Event description:
The service center was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the mechanical lithotriptor broke in the center and fragments fell into the patient. The device fragments were retrieved. There was minor bleeding observed. The intended procedure was completed. There was no patient injury reported. Additionally, the device was inspected prior to the procedure with no anomalies found.